Manufacturer narrative:
The cranial reference frame was returned to the manufacturer for analysis. Analysis found that the frame was in good condition and functioned as expected. No fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the verify task of a cervical spine procedure, one of the sphere posts were bent on the cranial reference frame and causing tracking issues. The site replaced the cranial frame with a new reference frame and there were no issues tracking. This caused a 5 minute delay to surgery. There was no reported impact on patient outcome.